Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (non-functional) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, there was a broken solder joint connecting the rear pulse wires to the pca board in the belt's distribution node. The cause of the test failure was the broken solder connection. The root cause of the broken solder connection cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.